Manufacturer narrative:
Na.

Manufacturer narrative:
The patient repeated testing which resolved error 5. Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter's occupation was patient/consumer.

Event description:
There was an allegation of questionable results and error messages from the coaguchek xs meter serial number:(B)(4). At 11:45 am, the result was 2.0 inr. At 11:55 am, the result was 2.6 inr. The therapeutic range was 2.0-3.0 inr and the testing frequency was every 10 days.